Event description:
It was reported that the customer was hospitalized for hyperglycemia which resulted in a heart attack. The customer stated that they were wearing the pump at the time of the event. In addition, the customer said that they had the flu. It was indicated that the customer was at the hosp and did not have the pump with them at the time of the call. The customer was instructed to call back when they have the pump.